Event description:
It was reported that during a adenoidectomy, the corner of the patients mouth was shaved off while using a 4.0 radenoid blade in a microdebrider handpiece. The facility's investigation into the event concluded that the devices worked fine and it was surgeon error. There was no delay in surgery and the patient is reported as doing "fine" with no permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): (1) xom ent endo unknown p/n (blade), lot/serial not provided, date of manufacture unknown, (2) (B)(4) (ipc console), lot/serial not provided, date of manufacture unknown (3) (B)(4) (foot switch), lot/serial not provided, date of manufacture unknown.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. The device was requested to be returned to the manufacturer for evaluation but was never returned for reasons unknown. The device was not returned and therefore no evaluation could be performed. The following codes were not available in medtronic's (B)(4) system: method: actual device not evaluated (B)(4), results: no results available since no evaluation performed (B)(4), conclusion: use error caused or contributed to event (B)(4).